Event description:
The infusion nurse placed site scrub on the blue cap of the bard power groshong PICC single lumen line to prepare to access the line, the purple cap which was attached to the hub broke off causing the line to fracture proximal to the blue cap within the PICC line itself making it impossible to access the line. The PICC was pulled with the catheter intact. There was no actual harm to the patient, however the situation caused a change in treatment regimen for malignant neoplasm due to inability to place a peripheral line.